Manufacturer narrative:
As baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of an aortic perforation was reported during a left atrial appendage (laa) closure procedure, where the versacross rf wire (rf wire) was used for the initial transseptal puncture (tsp). During the tsp, the physician was reported to have a difficult time tenting the aneurysmal septum to cross into the left atrium. The physician crossed with the rf wire with minimal tenting. The rf wire was observed to advance along the aortic path during crossing through visualization with fluoroscopic imaging. With no observed patient complications, the physician continued with the laa procedure. The procedure was completed, and the patient was being transferred from the operating bed when the aorta started to effuse. The patient was later transferred to the operating room. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.